Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-13 additional information was received from a healthcare professional. They reported that the cause of the ins bulging/moving was unknown, but it could have been due to ipg hypermobility or patient weight loss. They reported that the patient hadn't yet contacted them about the issue, but they had an upcoming appointment on (B)(6) 2025. At that appointment they would check the stimulation and placement of the device. The issues were not yet resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their stimulator was kind of coming out of their skin a little bit, it was moving around there and sticking out of the skin, they've been noticing this for about a week. Patient said they also have an MRI coming up. Reviewed MRI information and redirected to their healthcare provider (hcp) to further address the issue. The agent called the patient back to clarify what they meant by "kind of coming out" and patient explained their implant was a visible bulge and moves under their skin, the incision was closed. Redirected patient to report the issue to their doctor. Patient called back and said they called their doctor's office but their doctor's office was going to be closed until (B)(6) and they wanted to know what to do. The agent reviewed with the patient to be sure to communicate the situation with their doctor as soon as they were able. Patient confirmed understanding. They said they may call the "on call" team about it so the hcp office was made aware of the situation.